Event description:
It was reported this patient had presented to the clinic due to feelings of "shocks", however upon interrogation this device had not delivered any shock therapy and could have been related what the patient doing at the time the "shocks" were felt. That interrogation, however, did reveal that a few months ago there was a sudden jump in shock lead impedances to 200 ohms. Lead troubleshooting was performed in the office, where rv to can vector showed in-range impedance. The physician decided to reprogram the shock vector to rv to can and continue to monitor. It was noted that this patient had several replacements in the past. This rv lead remains in-service. No adverse patient effects were reported.